Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. No adverse effects were reported.

Manufacturer narrative:
One medfusion 3500 pump was received in used condition. The pump's event history log did not confirm the reported motor rate error. No problems were found with the pump after functional testing. However the following components were replaced; top case, bottom case, barrel clamp head, barrel clamp rod, tapered spring, blue spring, plunger cable(damaged tubing), power ac receptacle, speaker, worm coupling(metal to teflon), worm gear, leadscrew(metal to teflon), right and left clutch halves, plunger tube(bent), and the square shaft(does not open clutch all the way). The following components were also upgraded; delrin washer and cable guard.